Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2011 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
The patient underwent mesh implantation on (B)(6) 2011 due to stress urinary incontinence. It was reported that following insertion the patient experienced pain, urinary problems, recurrence and dyspareunia. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Resubmission with the correct file number . Date sent to the FDA: 01/04/2017. It was reported that patient underwent tvt altis sling placement and cystoscopy on (B)(6) 2015 by dr. (B)(6) for sui.

Event description:
It was reported that patient underwent tvt altis sling placement and cystoscopy on (B)(6) 2015 by dr. (B)(6) for sui.